Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a distraction pin fractured intra-op. The pin broke when the cage was lowered. There was no patient or surgical impact and another pin was available for use. The tip was retrieved.